Manufacturer narrative:
Believe the insulation damage was related to the patient's death. The system was interred with the patient. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the xience v stent delivery system (sds) noted blood visible in the guide wire lumen and on the balloon and shaft, consistent with the sds advanced into the patient anatomy. The stent implant was dislodged from the balloon and was not returned, confirming the reported dislodgement. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were multiple kinks throughout the entire length of the shaft. Since this damage was not reported in the incident information, the kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified which likely contributed to the reported difficulties. It is likely that the stent interacted with the heavily calcified lesion during advancement, contributing to damaging the stent resulting in resistance during retraction and the stent ultimately dislodging. The dislodged stent was not removed and remains in the patient anatomy. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove or stent dislodgements for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that a 2.5x23 xience v rx stent delivery system could not cross a heavily calcified lesion in the mildly tortuous mid coronary left anterior descending artery. Three other xience stents crossed successfully. There was no clinically significant delay and no patient effects. Return device analysis revealed the stent was dislodged from the balloon and not returned; crimp marks were found on the balloon. New information revealed that resistance was felt during advancement. When the system was retracted to reposition, resistance was met, and the stent dislodged from the balloon; the stent traveled distally from the balloon, over the guide wire, into the guide catheter, settling in the profunda. No intervention was performed, and the stent remains free-floating, not apposed, and not expanded inside of the patient profunda. There was no reported patient sequelae. No additional information was provided.